Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right pulmonary vein (rpv) ablation with a qdot micro¿ catheter and char was confirmed to be attached on the proximal side of the tip electrode. After rpv ablation, the physician noticed the char when the catheter was removed from the patient¿s body. The char was wiped off, and the procedure was continued. The patient's anticoagulation therapy and activated clotting time (act) value was heparin with an act of 277. There was no problem with the changeover between low/high flow. There were no reported issues regarding the pre/post setting time or the generator temperature. The procedure was completed without any patient consequences.

Manufacturer narrative:
On 14-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a right pulmonary vein (rpv) ablation with a qdot micro¿ catheter and char was confirmed to be attached on the proximal side of the tip electrode. After rpv ablation, the physician noticed the char when the catheter was removed from the patient¿s body. The char was wiped off, and the procedure was continued. The patient's anticoagulation therapy and activated clotting time (act) value was heparin with an act of 277. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature, impedance issues or char/ thrombus were observed. An irrigation test was performed, and the device was flushing correctly, no char, obstructed holes, or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31216202l and no internal action related to the complaint was found during the review. The char and thrombus issue reported by the customer could not be confirmed since no char or thrombus were observed during the investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).